Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok/contrast buttons required excessive force to activate, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the up arrow was sticking "a little" and now is no longer activating the desired pump functions. The pump is reportedly intact and has not been exposed to moisture. There was no adverse event associated with this complaint.